Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 20183879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, dysplasia, insomnia, post-traumatic stress disorder, ehlers-danlos syndrome, tachycardia, endometrial thickening, headache, chest discomfort, kidney stones, restless leg syndrome, postural orthostatic tachycardia syndrome, cervical dysplasia, kidney stone, shortness of breath, cesarean section, cholecystectomy, tonsillectomy and uterine bleeding. Concomitant products included cyclobenzaprine, fludrocortisone, hydrocodone, ivabradine, lorazepam, macrogol (polyethylene glycol), midodrine, phenazopyridine, promethazine, ropinirole, salbutamol (albuterol hfa), topiramate, tramadol and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection/bladder/urinary problems: uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety, depression & mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: anxiety, depression & mental anguish/psych injury"). The patient was treated with escitalopram, imipramine, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and urinary tract infection had resolved and the menorrhagia, vaginal haemorrhage, migraine, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: hysteroscopic evaluation of the endometrial cavity revealed diffuse atrophic endometrium. Approximately 4 loops were noted from the left fallopian tube ostia and 3 loops ere noted on the right fallopian tube ostia. Discrepancy noted in essure confirmation test as patient had already done hysterosalpingogram but in this pfs she is also claiming that she did not undergo essure confirmation test. She received treatment for general abnormal bleeding, bladder/urinary problems: uti she received treatment for psych injury: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : depression, anxiety, migraine, urinary tract infection. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events - abdominal pain, general abnormal bleeding added. Events outcome updated for uti and pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure (batch no. 20183879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, dysplasia, insomnia, post-traumatic stress disorder, ehlers-danlos syndrome, tachycardia, endometrial thickening, headache, chest discomfort, kidney stones, restless leg syndrome, postural orthostatic tachycardia syndrome, cervical dysplasia, kidney stone, shortness of breath, cesarean section, cholecystectomy, tonsillectomy and uterine bleeding. Concomitant products included cyclobenzaprine, fludrocortisone, hydrocodone, ivabradine, lorazepam, macrogol (polyethylene glycol), midodrine, phenazopyridine, promethazine, ropinirole, salbutamol (albuterol hfa), topiramate, tramadol and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety, depression & mental anguish") and depression ("psychological or psychiatric problems condition: anxiety, depression & mental anguish"). The patient was treated with escitalopram, imipramine, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the migraine, menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: hysteroscopic evaluation of the endometrial cavity revealed diffuse atrophic endometrium. Approximately 4 loops were noted from the left fallopian tube ostia and 3 loops ere noted on the right fallopian tube ostia. Discrepancy noted in essure confirmation test as patient had already done hysterosalpingogram but in this pfs she is also claiming that she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : depression, anxiety, migraine, urinary tract infection. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and mr received : case become incident. Events added- abnormal bleeding (vaginal, menorrhagia), urinary tract infection, anxiety, depression, migraines. Lot number added, aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events outcome updated, events onset date, events severity, concomitant drug, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 29-year-old female patient who had essure (batch no. 20183879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, dysplasia, insomnia, post-traumatic stress disorder, ehlers-danlos syndrome, tachycardia, endometrial thickening, headache, chest discomfort, kidney stones, restless leg syndrome, postural orthostatic tachycardia syndrome, cervical dysplasia, kidney stone, shortness of breath, cesarean section, cholecystectomy, tonsillectomy and uterine bleeding. Concomitant products included cyclobenzaprine, fludrocortisone, hydrocodone, ivabradine, lorazepam, macrogol (polyethylene glycol), midodrine, phenazopyridine, promethazine, ropinirole, salbutamol (albuterol hfa), topiramate, tramadol and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety, depression & mental anguish") and depression ("psychological or psychiatric problems condition: anxiety, depression & mental anguish"). The patient was treated with escitalopram, imipramine, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the migraine, menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: hysteroscopic evaluation of the endometrial cavity revealed diffuse atrophic endometrium. Approximately 4 loops were noted from the left fallopian tube ostia and 3 loops ere noted on the right fallopian tube ostia. Discrepancy noted in essure confirmation test as patient had already done hysterosalpingogram but in this pfs she is also claiming that she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : depression, anxiety, migraine, urinary tract infection. Most recent follow-up information incorporated above includes: on 27-aug-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 29-year-old female patient who had essure (batch no. 20183879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, dysplasia, insomnia, post-traumatic stress disorder, ehlers-danlos syndrome, tachycardia, endometrial thickening, headache, chest discomfort, kidney stones, restless leg syndrome, postural orthostatic tachycardia syndrome, cervical dysplasia, kidney stone, shortness of breath, cesarean section, cholecystectomy, tonsillectomy, uterine bleeding and muscle spasm. Concomitant products included cyclobenzaprine, diazepam, fludrocortisone, hydrocodone, ivabradine, lorazepam, macrogol, midodrine, phenazopyridine, promethazine, ropinirole, ropinirole hydrochloride (requip), salbutamol (albuterol hfa), topiramate, tramadol and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection/bladder/urinary problems: uti"). On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, depression & mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: anxiety, depression & mental anguish/psych injury"), 1 month 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with escitalopram, imipramine, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved and the migraine, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: hysteroscopic evaluation of the endometrial cavity revealed diffuse atrophic endometrium. Approximately 4 loops were noted from the left fallopian tube ostia and 3 loops ere noted on the right fallopian tube ostia. Discrepancy noted in essure confirmation test as patient had already done hysterosalpingogram but in this pfs she is also claiming that she did not undergo essure confirmation test. She received treatment for general abnormal bleeding, bladder/urinary problems: uti she received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : depression, anxiety, migraine, urinary tract infection. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: outcome of events abnormal bleeding (vaginal, menorrhagia) was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.